Manufacturer narrative:
N/a

Event description:
The following has been reported: error 51-0001 (flexsibel ic flex binder assembly include speaker and binder socket). Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.